Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/25/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown surgery on 1-november-2023 and suture was used. The suture was broken when the surgeon attempted to sew blood vessels. Changed to another two to continue the surgery, and the same problem happened again. And these three needles have a noticeable color fading. After use, the black needle turned white. Changed to another one to complete the surgery. No patient consequence was reported. No further information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. H6 component code: g07002 ¿ device not returned. Related events captured via: 2210968-2024-04095; 2210968-2024-04096; 2210968-2024-04097.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 5/3/2024. H6 component code: c22 photo analysis. Additional information: h6. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos show a box with product code w8304, the second photo shows eleven double armed needles all with one suture remainder, one additional needle of different size. Due to the position of the device in the photo, a clear analysis of the device was not possible. The photo is distorted when enlarged. Based on the photo review, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/4/2024. The following information was received: after investigation, the child was a 2-year-old boy who underwent liver transplantation in hospital on (B)(6) 2023. The surgeon used w8304 for vascular sewing (the specific sewed vessel was unknown) during the surgery. There were three sutures broke during the sewing (the three broken sutures were of the same lot), and the three involved needles had different degrees of discoloration after use. The surgeon replaced a new suture (the specific product information was unknown) for sewing. The subsequent surgery went smoothly. This event did not cause any other harm to the child except for prolonged operation time (specific extension time was unknown). No subsequent adverse event report was received. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.